Event description:
Caller reported cgm error 42, which was addressed with a complete pump reset guided by technical support. The pump did not display the cgm error code again, indicating the issue was resolved. There was no adverse impact to the customer's blood glucose level following the pump reset, and the caller successfully started their sensor session.